Event description:
According to the distributor's report, the device was used to close a forehead laceration. During application, some of the adhesive contacted the pt's left eye and glued it shut. Normal saline was used to flush the eye, and the eye was opened with traction. The next day, the pt was seen by an ophthalmologist, who noted corneal abrasions. The ophthalmologist stated that the pt's vision was fine and trimmed the lower eyelashes. Residual polymer remained on the upper eyelashes. The mother of the pt called to ask how to remove the remaining polymer from the eyelashes. The facility where the event occurred did not contact anyone regarding the procedure.